Manufacturer narrative:
Product analysis: no product was returned, therefore no product analysis can be performed. Conclusion: the physician reported the paravalvular leak (pvl) was due to calcium on the native valve. Without return of the device, a conclusive cause cannot be determined. (B)(4)

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, severe paravalvular leak (pvl) was noted. It was reported that the inflow portion of the valve frame was constrained due to calcium on the native valve. Balloon aortic valvuloplasty (bav) was performed and the valve appeared fully expanded. Severe pvl was still noted due to a large piece of calcium near the left coronary cusp extending into the left ventricular outflow tract (lvot). Another bav was performed but did not resolve the pvl. Subsequently, a non-medtronic valve was implanted valve-in-valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.